Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a bent cannula and was hospitalized after experiencing diabetic ketoacidosis (dka). No specific blood glucose (bg) value was provided. Multiple attempts were made by tandem's technical support to obtain additional information (including bg level and infusion set); however, no additional information was provided.